Manufacturer narrative:
(B)(4) follow up it was reported there was coring with the blunt needle. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180. Batch#: unknown. Verbatim: rcc received a complaint via email. On 2/17/2025, a report was received from the customer "we have noticed some coring with the blunt needles and several bottles of different medications. Item # 305180 please assist. No patient injury/harm.